Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was clip not properly loaded into jaws? Clip is not well aligned into jaws. Did clips feed sideways? Yes. Did clips feed slowly? Apparently no. Did clips partially feed into jaws? Yes. The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 12 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. However an investigation has been initiated to address the potential root cause of the dropping or ejected clips. No malformed clips were noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the affiliate noted that the event was confirmed also in a trial out of the operative field. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was clip not properly loaded into jaws? Did clips feed sideways? Did clips feed slowly?

Event description:
It was reported that during a left colectomy procedure, the clips were not properly loaded in the jaws and when applied they didn't close. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.